Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the reported event and the device or determine a root cause on this occasion. Probable root causes may include component or battery failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during npwt, the pico7 pump shuts down/stops and does not start again. It is a tummy tuck with a flat surface thus no leakage. Treatment was completed with a new device with no delay. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.